Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the suregon felt that cauterizing in bipolar became difficult. The deposits a the distal end of the jaws insert were removed with a gauze but cauterization was still not possible and when the instrument was removed again to be replaced, a crack was noticed in the insulation at the distal end of the jaws. It is unclear whether any fragments may have broken off and fallen into the patient. However, the intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-01-30). The evaluation at omsc confirmed that the ceramic axis connecting the two jaws and the insulating body located between the jaws is damaged, presumably by hf current flashover/arcing resulting from unintentional contact with other surgical equipment or due to the distal jaws constantly touching each other without tissue contact during hf application, which caused a short circuit in the device. It cannot be determined whether fragments fell into the patient¿s body during the procedure or whether the fragments fell out during reprocessing. Furthermore, the insulating body is frayed as a result of frequent reprocessing. The damage found was attributed to us error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the jaws insert without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.